Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch will be submitted upon completion.

Event description:
A report was received in (B)(4) from a dialysis clinic director that a home hemodialysis patient contacted his nurse to notify her that there seemed to be some issue with his machine. The patient had attempted to reach technical support reportedly because when emptying the dialyzer, water was coming out of the red connector instead of the blue connector. The nurse did a home visit and she found that the red and blue dialysate connectors were reversed. According to the nurse, the patient had a total of 6 treatments with the reversed connectors. The biomedical tech visited the patient's home on (B)(6) 2015 and changed the connectors back to the correct positions. The patient had blood drawn on (B)(6) 2015 and was advised to perform a home hemodialysis treatment that evening, due to inefficient dialysis. The patient experienced additional machine alarms and was unable to dialyze at home that evening. He reportedly received a dialysis treatment at the home hemodialysis unit in the hospital. Upon follow up with (B)(4), it was confirmed the patient was not admitted to the hospital and is continuing on home hemodialysis and doing well. It was additionally learned, that this machine had been refurbished prior to being delivered to patient. At that time, the dialyzer connectors were reportedly reversed and installed on the incorrect lines, arterial connector to venous dialysate line and venous connector to arterial dialysate line.